Event description:
Event description guidant received information that, following a device change-out procedure, the caller was performing troubleshooting to evaluate whether or not the patient's chronic leads were reversed in the device header of this cardiac resynchronization therapy defibrillator (crt-d). The caller noted that electrogram (egm) strips would be faxed in to technical services for review. The left ventricular (lv) thresholds were noted at 7.5 volts at 2ms.